Event description:
It was reported that a user¿s dexcom g7 sensor initially did not appear to pair with the ilet pump, although glucose readings were visible on the user¿s phone and subsequently confirmed on the ilet app and the pump home screen after the spouse returned to the home screen. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included remote troubleshooting and user education on confirming sensor data display on the pump. Investigation of this case revealed that the pump was receiving sensor data and the pairing process had completed, indicating no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that user interface confirmation and timing during the pairing process caused the concern, with no product performance issue.